Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01951, 0001825034 - 2019 - 01954.

Event description:
It was reported patient underwent initial hip revision. Approximately less than 1 month post implantation patient experienced delayed wound healing and was treated with antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed with medical records and radiographs provided and reviewed. Medical records showed proximal and distal incision pin point drainage reported. Increased redness noted but not pain. Medication was prescribed. Follow up, patient reporting mild pain on the right groin and trochanter. The patient has had a stitch reaction to the most proximal and most distal aspect of the incision. It is superficial without erythema or drainage. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.